Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant intermittent oversensing was observed. Programming changes were made and the issue was resolved. The patient condition was good and monitoring will continue.